Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. Evaluation summary (B)(4) analysis found that the integrated circuit tested out of electrical specification.

Event description:
The remote monitor was returned because it made a "pinging" sound. Initially it was not reportable but it tested out of specification during the manufacturer's analysis.